Event description:
It was reported that a device alarms for a system error 322. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received by baxter. The device eval is still in progress. When complete, a supplemental report will be filed.